Event description:
The customer originally returned their olympus endoeye flex deflectable videoscope because during maintenance, it was discovered that the unit had an air/water leakage noted. This originally reported event occurred during maintenance and had no patient involvement. During the device evaluation, it was noted that the adhesive was cracked and peeling. This report is being submitted to capture the cracked and peeling adhesive.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was discovered that the adhesive on the distal end was failing. Additionally, the bending angle was insufficient due to the elongation of the angle wire. The curved section of the device was frayed, and there were scratches on the on the surface of the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.